Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a leak in a patient line extension set. The patient stated they saw a small crack in the patient line extension set and solution was leaking. The technical service representative advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A small crack in the patient line extension was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the issue was determined to be due to a tubing hole. Should additional relevant information become available, a supplemental report will be submitted.